Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received under delivering. Customer¿s blood glucose was 23.2 mmol/l. Customer treated with insulin injection for high blood glucose. Customer was alleging the insulin pump because they experienced a high blood glucose. The product will not return for the analysis.